Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Other releveant history: sickle cell anemia.

Event description:
It was reported that the pca tubing containing dilaudid separated on the bone marrow transplant unit. This impacted patient care because there was a delay in the delivery of patient¿s pain medication.